Event description:
The customer received an erroneous folate result for one patient sample. The initial result was 1.45 nmol/l with a data flag. The repeat results were 35.06 and 35.24 nmol/l. The false low result was not reported. The result of 35 nmol/l was reported. The folate reagent lot number was 15696501. It was noted the primary sample tube was not loaded correctly and the customer was not using the sample rack tube adapters as recommended.

Manufacturer narrative:
Based on the information provided, it was determined the event was most likely due to no sample being pipetted due to a low sample volume in the primary tube as well as the customer not using the recommended sample cup rack adaptors. The customer confirmed they have not had further events since the installation of a new measuring cell and since they began using the recommended sample cup rack adaptors. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a coil embolization procedure, the delivery wire radiopaque marker was not visible through fluoroscopy. The subject device was replaced with a similar device. There was no clinical consequence to the patient.